Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedures. The clips are falling out of the device even before the device is passed through the trocar. The clips were retrieved without incident. The device is also jamming and not firing. Unknown how the case was completed. Unknown if there was any patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
During routine testing of the device at the service center, the user observed error code f039. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.